Event description:
It was reported that during an intracept procedure, hard bone was encountered at the l5 lumbar vertebrae. During the deployment of the curved cannula assembly, the instrument appeared to turn posterior in the vertebral bone. The physician attempted to remove the curved cannula assembly and go back in with a straight stylet. However, it was difficult for the physician to pull out the curved cannula assembly. After a lot of force, the curved cannula assembly was eventually removed. The end of the curved cannula appeared to be a little beaten up and the physician decided not to continue using the original curved cannula. After driving deeper into the vertebral bone using the straight stylet, the second curved cannula assembly was deployed. The physician was not able to advance the probe completely across the spinous process, so the physician attempted to remove the probe. The probe appeared to be stuck but was able to be completely removed by the physician. The generator displayed an impedance error when the physician attempted to start a burn. The issue was resolved with a new probe and the case was completed successfully. The patient was doing well postoperatively. Two curved cannulas were returned and analyzed. A visual inspection revealed that the curved cannula shaft tip was damaged. In addition, the second curved cannula shaft tip was sheared. Since the boston scientific representative was not aware that the curved cannula peek was sheared during the procedure, it could not be confirmed if any device fragments were left behind inside the patient, or if any device fragments were contained inside the bone.